Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not declare any continuous glucose monitor (cgm) alerts. The customer could not give exact date of when the events occurred. It was reported that the customers blood glucose (bg) levels were impacted. However, the exact values were not provided. The customer reported that when bg's were high or low, the pump did not alert despite the alerts being on. The customer was on manual injections at the time of the call and did not have the pump available to troubleshoot with tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.